Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported device did not power on. The investigation determined that the reported event was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device continued to alarm after powered down and did not power on while alarming. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device continued to alarm after powered down and did not power on while alarming. There was no patient harm or serious injury reported as a result of this incident.